Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the product was not returned for the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01246, 3005168196-2018-01247. The device was implanted in the patient

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed multiple ruby coils and other coils. The physician then was unable to detach two penumbra smart coils (smart coils) using the handle and, therefore, the smart coils were manually detached by bending the pusher assemblies. The procedure was then completed using additional coils. There was no report of an adverse effect to the patient.